Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi), stent thrombosis and death occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, the coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre dilatation and placement of a 3.00 x 16.00 mm promus element¿ plus stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient died suddenly, possibly due to an mi and late stent thrombosis.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).